Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer emitted smoke near the power outlet. It was noted that there was a short circuit and a burnt smell from the power supply. It was noted that the programmer was unable to switch on due to a defective power supply. The handle of the upper case was broken. The floppy drive was defect did not read any floppy disk. It was further noted that the plastic spacer on the link electronic module (lem) board was broken. Additionally, it was noted that error code was found due to printed circuit board (pcb) component failure. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer emitted smoke near the power outlet. It was noted that there was a short circuit and a burnt smell from the power supply. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.